Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent capture and an impedance measurement anomaly. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).